Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Maximum ventricular pace impedance rises from an approximate baseline of 550 ohms and varies between 532 ohms and greater than 2000 ohms beginning the week ending in (B)(6) 2012. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2013 due to meeting the conditions for abnormal lead impedance and ventricular sensing integrity count (sic). Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Maximum ventricular pace impedance rises from an approximate baseline of 550 ohms and varies between 532 ohms and greater than 2000 ohms beginning the week ending in (B)(6) 2012. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Of the 281 lifetime ventricular sic, 93 occur since (B)(6) 2013.

Event description:
It was reported that the right ventricular lead impedance had "jumps." The physician thought that the lead was broken. The lead was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).